Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2019, product type: catheter. Product ID: 8578, lot #: hg2kt3w14, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-feb-13, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen (unknown dose and concentration) via an implantable pump for an unknown indication for use. The hcp reported the patient had their pump and catheter explanted on (B)(6) 2019 due to an infection. Per the hcp, there were no identifiable factors that may have led or contributed to the issue. No diagnostics were performed. The issue was resolved at the time of this report. The patient's status was alive - no injury.